Event description:
Event description guidant received information that during the implant procedure, this left ventricular lead was successfully placed and the guide wire was removed. After removal an x-ray revealed approximately 2 centimeters of the guide wire remained in the lumen and a small portion (about 1 centimeter) was visible through the distal end of the lead (open lumen lead). The physician elected to explant and replaced the lead. No adverse patient effects were noted.